Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle after a carotid artery stenting interventional procedure using an 8.2f sheath. Reportedly, there was resistance when the prostyle device was advanced with a guide wire (gw). After the gw was removed, there was strong resistance during advancement of the prostyle. The prostyle seemed to be inside the vessel via confirmation of fluoroscopy, but no blood was observed at the marker lumen. The prostyle device was then removed, and the tip of the prostyle device sheath was noted to be kinked. A new prostyle was used to achieve hemostasis. There was possibility that the kinked sheath caused vessel damage, although vessel damage was not confirmed by the physician. There were no issues with blood pressure after the procedure. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code - 2017 failure to follow instructions. Analysis was performed on the returned device. The reported foot separation, needle to cuff miss and sheath damage were confirmed. The obstruction of flow was not confirmed. There was however, biological material found in the marker prior to testing. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a kink was noted at the guidewire exit port and a sheath dissection revealed thick blood observed in the single lumen and seal valve. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, no blood was observed at the marker lumen but the device was still used. It should be noted that the electronic perclose prostyle instructions for use states: continue gently to advance the device in the vessel until flow of blood (mark" is observed from the marker lumen. Do not open the foot if "mark" is not observed from the marker lumen. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, it is possible, the difficult to advance was due to a kink in the sheath at the guide wire exit notch and possibly restriction in the sheath. It is possible, the obstruction of flow was caused by biological material as water was flushed through the marker lumen in analysis and the marker was successfully pre-flushed prior to use which suggests that there was no blockage prior to use. It is also possible; the foot separation may have occurred during the manipulation of the device during placement as the foot break only occurs with the foot open. The broken foot would lead to the reported needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # updated.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle after a carotid artery stenting interventional procedure using an 8.2f sheath. Reportedly, there was resistance when the prostyle device was advanced with a guide wire (gw). After the gw was removed, there was strong resistance during advancement of the prostyle. The prostyle seemed to be inside the vessel via confirmation of fluoroscopy, but no blood was observed at the marker lumen. The prostyle device was then removed, and the tip of the prostyle device sheath was noted to be kinked. A new prostyle was used to achieve hemostasis. There was a possibility that the kinked sheath caused vessel damage, although vessel damage was not confirmed by the physician. There were no issues with blood pressure after the procedure. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR, the account provided additional information: no blood flow was noted at the marker lumen, but the device was still used, and then a cuff miss [suture retrieval issue] occurred. The foot separation occurred when the plunger was pushed on. The separated foot was simply removed altogether with the device. No additional information was provided.